Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for one (1) colony forming unit of serratia marcescens and two (2) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During manual cleaning, the customer used aniosyme x3 pre-disinfectant, phagoclean disinfectant detergent with infineed health brush and asept-inmed-ref 201790 (lot 200757) medical swabs to brushes the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using aniosyme x3, swab, and phagoclean. For automated endoscope reprocessor (aer) treatment, the soluscope serie 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored horizontally placed and plasmatyphoon dryer was used. Olympus is the customer¿s maintenance company. It was reported that the scope was not sterilized. The customer stated that the automated endoscope reprocessor was tested but no results were provided. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that all the channels of the evis exera lll colonovideoscope tested positive for 55 colony forming units (cfus) of varied flora species. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Correction to h10 of the initial report: the previously reported hygiene microbiological investigation (hmi) results did not comply with the country's regulation requirements. The subject device was reprocessed according to the device instructions for use (IFU) and retested. The results obtained were >1 cfu/ endoscope. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was lifted and the switch button 1 rubber was perforated. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.